Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi). A new cartridge was loaded to resolve the issue.